Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient again reporting the circumstances that led to the ins being discharged and being unable to charge was ¿the machine just stopped working.¿ it was indicated that the patient¿s doctor retired so no one was able to check why their machine stopped working, so it had not worked in many years. They stated it just stopped working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery "just stopped working" and would not recharge. The patient noted that is hasn't worked since and they have tried to recharge several times since and got no response from the battery. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the rechargeable ins battery has been discharged for several years. The patient reported the battery went down and she couldn't recharge it which is why it has been discharged. The patient was wondering if she should have the ins removed or if it can stay in the body. The patient wondered if there was a manufacturer representative (rep) who can do a device check. It was unclear if the ins reached end of service (eos) because the patient could not remember the year it was implanted. The patient was not sure if the rechargeable ins was implanted in 2002 or 2012. No symptoms or further complications were reported.